Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient's device extruded 18 months after implantation due to skin flap necrosis. The patient's device was explanted in 2008. Reimplant surgery is planned, but had not been scheduled at the time of this report.